Event description:
It was reported by an unknown medtronic's representative that a patient's vagus never stimulator (vns) device was being explanted due to implantation of a pacemaker. Good faith attempts with patient's cardiologist regarding patient's cardiac issues have been unsuccessful to date.